Event description:
Seneonics was made aware of an instance where patient experienced a sore sport on the arm. Initially it was thought to be an allergic reaction from adhesive patches. But when patient visited doctor (dermatologist), it was diagnosed that she had a fungal infection all over the body. It is not sure if the infection spread from the arm where transmitter was worn. Doctor prescribed antibiotics and cortisone cream.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/pain/ inflammation/infection at the insertion site is a known anticipated adverse event. User was diagnosed with fungal infection at insertion site which also had spread to her body. User was prescribed with antibiotics and cortisone cream, and she had stopped wearing transmitter. Senseonics made several attempts to follow up on the user's status, however, did not receive any update.